Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient's device had impedence readings of > 10000 ohms on electrode 0/7. Not all the reference electrodes had been checked. The patient had undergone a cardioversion (date not reported). The patient was receiving great coverage from the stimulation device. Additional has been requested, but was not available on the date of this report.